Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the field service engineer (fse) evaluated the ventilator and could not reproduce the alarming that was described by the customer; however, the fse replaced the oxygen (o2) cell as a part of preventive maintenance (pm) schedule. The ventilator has passed performance verification testing (pvt), extended self test (est), and short self test (sst) and was ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use, the ventilator alarmed and then failed to ventilate the patient. There was no harm to the patient as a result of the reported event.